Event description:
During a coronary drug eluting stenting treatment procedure, a dissection occurred. The non tortuous lesion was located in a vein graft to an unknown location. A vessel rupture was noticed post delivery of a taxus express2 3.0x16mm drug eluting stent. The physician treated the dissection by prolonged balloon inflation to seal the leak with good results. It was also noted that the physician believed that the rupture was unlikely to be related to the stent. No further patient complications were reported.